Event description:
The customer reported unable to charge the battery and the device shutdown unexpectedly.

Manufacturer narrative:
(B)(4). There was no reported adverse patient impact this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.